Event description:
The patient was admitted to the hospital for observation on (B)(6) 2010 following several low blood glucose readings (30mg/dl) during dialysis. The patient's nurse reviewed the pump history and noticed that the basal rate was set to an increased value compared to her health care provider recommendation.

Manufacturer narrative:
The patient's nurse reports that the patient has been non-complaint and is adjusting the settings inappropriately. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.